Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. She initially had some success with the device after implantation but then "none" after that. Multiple attempts at reprogramming were unsuccessful. The pt had the device removed and was no longer having any problems.